Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected an atrial fibrillation (af) episode that appeared to be oversensing and undersensing due to noise. It was further reported that the device experienced undersensing during pause episodes. The icm remains in use. No patient complications have been reported as a result of this event.